Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device is failing the defib cable and test load during testing. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified. The pca was received with an open r129 resistor, resulting in the device failing operational check. The resistor was replaced and the device operated as normal.